Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021. Upon examination, it was noted that the catheter had dissected the coronary sinus. No intervention was performed. The patient was in stable condition.